Event description:
It was reported that during a device replacement procedure due to normal elective replacement indicator (eri), the right atrial (ra) lead was difficult to disconnect from the header of the device resulting in visually observed ra lead damage. Undersensing and high pacing impedance were noted on the ra lead, suspected to be due to the procedural lead damage. The ra lead remains implanted and connected to the new device. The device was reprogrammed to resolve the event. The patient was in stable condition.